Event description:
Follow up revealed that the patient's ipg was explanted and replaced, and therapy was restored post-op.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable, due to charging as recommended. A result, the patient may undergo surgical intervention at a later date.